Event description:
It was reported, the patient experienced a traumatic event in which her neck was twisted. As a result, she is no longer receiving effective stimulation coverage. Diagnostic testing revealed all lead contacts are invalid. Reprogramming was unable to resolve the issue. X-rays were taken and revealed no anomalies. The patient will meet with the physician for a CT scan and the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.